Event description:
It was reported that broken black plastic impactor face.

Manufacturer narrative:
The associated femoral implant impactor was not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The device was manufactured from 2012. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We consider this investigation closed.